Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 36mg/dl. The customer was experiencing unexplained low blood glucose for several hours. The customer stated that he was found unconscious in the hotel room. Troubleshooting was performed. The programming, time, and date were correct. The customer's recent glucose reading was 378mg/dl, and he will treat with the insulin pump after the call. No further information was provided.